Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, patient underwent lateral lumbar interbody fusion and anterior lumbar interbody fusion surgery from l4-5. The rhbmp-2 collagen sponge was applied via surgical approach (i.e., from an extreme lateral approach). Reportedly, patient's post-operative period was marked by a period of improvement, followed by increasing low back pain, with pain and radiculopathy in his lower extremities. Patient underwent two revision surgeries on (B)(6) 2014 and (B)(6) 2016 due to severe pain. Patient continues to experience persistent back pain radiating leg pain, difficulty walking, difficulty sitting, ambulation difficulties, numbness/tingling from back down right side to feet, bowel dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, the patient was pre-operatively diagnosed with: adult lumbar degenerative scoliosis. Status post previous interspinous process decompression procedure, l4-5 and l5-s1. Severe central and foraminal stenosis at l4-5 and l5-s1. Autofusion from t12 to l4. Neurogenic claudication, axial back pain of a neurogenic claudication type and lower extremity radiculopathy and underwent the following procedures: lateral lumbar interbody fusion at l4-l5. Anterior lumbar interbody fusion at l5-s1. Anterior partial corpectomy for central and foraminal decompression of l4, l5, s1. Placement of structural cage device for fusion, l4-l5, listed medical device, measuring #8 x 22 x 55 x 5 degrees. Placement of anterior structural cage for fusion at l5-s1, listed as ldr 12 mm tall small footprint device. Placement of anterior lumbar segmental instrumentation at l5-s1 in the form of ldr medium-sized keel blades placed into l5 and s1. Use of bone morphogenetic protein and beta tri-calcium phosphate for anterior lumbar fusion. Repair of incidental defect in left common iliac vein with primary repair. Use of intraoperative neural monitoring. 10) use of intraoperative fluoroscopy. As per op-notes, trialing began and, ultimately, an 8 mm tall implant - 22 x 55 x 5 degrees was found to have excellent press-fit. After copious irrigation, this implant was loaded with bone morphogenetic protein and beta tricalcium phosphate, and inserted into excellent central position. This allowed for direct visualization of in direct foraminal decompression. Hemostasis was confirmed and the retractor system was removed. After this, the patient was deemed safe to proceed with the anterior portion of the operation. After direct visualization of adequate end plate preparation, trialing began and ultimately, a 12 mm tall implant measuring 10 degrees was selected and inserted with excellent press-fit. The patient was transferred to recovery room in stable condition.